Event description:
Pt receiving chemotherapy 5fu via IV chemo ball -iflow- the device should have delivered dose in 7 days, instead it infused over 5 days. The pt had evidence of mucositus - grade 2 - with candida. This pt did not develop these symptoms on previous 7 day infusions. It is hard to understand whether it was device or dilutional error. Facility pharmacy cannot determine dilution issue or not. This is the first occurrence that pt safety has been informed about in regard to this device. Dose: 3169mg. For a concentrate 16.3mg/ml. Dose or amount: 3169mg, frequency: once, route: IV. Dates of use: five days in 2008. Diagnosis or reason for use: chemotherapy. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.